Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a critical ram parity error on (B)(4) 2013. It was noted that a parity error is considered low severity and the device should be able to recover after the reset. (B)(4).

Event description:
It was reported that the device had a power on reset (por) and was pacing in a ventricular-only pacing mode at 65 beats per minute. Performance data was collected from the device and analyzed; analysis revealed a critical ram parity error. The por was cleared and the parameters were reprogrammed to their original settings; the device remains in use. No patient complications have been reported as a result of this event.